Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 3 previously reported events were included in this follow-up record. Product return status: 3 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 3 devices: fracture problem / tip. Product disposition: 3 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 3 events for the failure: fracture. - 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 1 device investigation type has not yet been determined. 2 devices were received. Additional information: 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 events for the failure: fracture. 3 events had no health consequences or impact.